Event description:
It was reported that the procedure was to treat a perforation in the moderately calcified, moderately tortuous mid right coronary artery with 90% stenosis. The 2.80x16mm graftmaster balloon ruptured during the first inflation at approximately 2 atmospheres. The stent system with the stent were removed and a perfusion balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported material rupture could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. Factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interaction with accessory devices, lesion calcification and tortuosity or insufficient preparation prior to use. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported material rupture. In this case, it is possible the device may have interacted with the moderately calcified, moderately tortuous, 90% stenosed lesion during advancement, causing the reported material rupture; however, without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.